Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the certas plus valve was implanted to a male patient via v-p shunt on (B)(6) 2020, with an unknown setting. A rupture of the sg part of the valve was observed. The valve was removed and replaced on (B)(6) 2021. The patient's condition is good. The patient is in follow up.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; the silicone was cut/torn around the siphon guard and siphon guard was separated from the valve. A cut was noted in the ventricular catheter attached to the valve about 10mm before the proximal connector. The complaint was confirmed. The siphon guard was visually inspected, scratch marks were found on the siphon guard. The root cause for the cut/tear in the silicone housing as reported by the customer is probably due to wrong handling, as noted in the IFU: silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. The root cause for the scratches marks in the siphon guard are due to a sharp or pointed object coming into contact with the siphon guard.